Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system was working accordingly for about 20 mins and then it shut off. The operating room staff tried switching out the cords and unplugging the generator and starting it all back up again, but the hemopro 2 would not power up. They completed the case using a vasoview hemopro (vh-3000) unit with the same power supply, so that's how they knew the unit was defective. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt, bloody, and had tissue remnants. The heater was partially lifted out of the cold jaw silicon slot. The handle was bloody as well. Resistance and jaw force measurements did not pass specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device did not perform according to specifications during the device activation. The distal jaw tips assembly was opened up and the primary jaw wire was found to be detached. Based upon this observation, the reported complaint for "device shut off" was confirmed. Internal file number - (B)(4).